Event description:
It was reported that during an unrelated procedure, the right atrial and ventricular leads were dislodged. Both leads were capped and replaced due to device upgrade. The patient was in stable condition throughout the event.